Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the instrument tray had missing shim ball bearings. No patient involved, this was not reported as missing or broken during any surgery. No further information is available.

Manufacturer narrative:
Visual inspection of the returned tasp shim confirms the reporting. The device exhibits signs of repeated use and has both components 1 and 2 disassembled / missing, the missing components were not returned. The device history recordswere reviewed for deviations and / or anomalies with no deviations / anomalies identified. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.